Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a french patient was experiencing pain from the lifevest, potentially due to a tight garment. The patient's physician discontinued the patient's use of the lifevest due to the patient's discomfort. The medical outcome of the pain is unknown.